Event description:
It was reported that when patient presented remotely via merlin.net transmission, an alert for high voltage noise reversion, high voltage therapy and ventricular fibrillation episode was observed on the device. Upon review of the transmission records, the presence of the high voltage noise and ventricular fibrillation was confirmed. The presence of electrocautery lead to inappropriate therapy however the presence of electrocautery at the time of the shock was unable to be confirmed and it is unknown if a magnet was used. No further information available.